Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Further review with the physician for an evaluation was discussed. After evaluation it was decided to continue monitoring the patient. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).